Event description:
Explanted due to pocket infection. (B)(6) ra lead (4469) and (B)(6) rv lead (0185) were cut at the access to the vein. They remain in the vasculature, but not in the pocket, but are unusable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).